Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 154 mg/dl at the time of incident. The customer stated they will re-use the infusion set with a bent cannula even they were already advised by the representative not to do it. The customer stated that the insulin did exit and the insulin pump did not alarm after priming. The insulin pump will not be returned for analysis.